Event description:
During surgery, phaco machine stopped functioning. Md noted aspiration reduced to less than one-half power. Remainder of surgery had to be cancelled. Equipment previously sent out for repair with virtually "no findings".